Manufacturer narrative:
Film evaluation are as follows: review of two still angiogram images during secondary intervention confirmed that the patient has an aneurx stent graft system implanted. The contra gate opened on the right side. The contralateral limb was placed into the left common iliac artery, crossed the ipsi limb of the bifurcate. Per the calibrated catheter, the flow lumen of the left common iliac artery measured approximately 16, 21, 19 mm in diameter, l-r. Retrograde contrast injection in the left common iliac artery showed possible contrast feeding the aneurysm sac, possibly from a distal type I endoleak. An endurant limb was then seen implanted in the left common iliac artery without covering the left internal artery. The flow lumen of the left common iliac artery measured approximately 12, 15, 12 mm in diameter, l-r. Contrast injection showed no contrast was feeding the aneurysm sac. Both limbs were patent. No other obvious stent graft issues were seen. The pre-implant sizing information and pre-implant films were not provided. The exact cause of the distal type I endoleak cannot be conclusively determined from the two still images provided. It is possible that dilatation in left common iliac artery may have contributed.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed there was a type 1b endoleak from the contralateral left limb of the aneurx stent graft. The physician stated the cause of the event was due to ectatic growth to 21 mm in diameter distal to the aneurx left stent graft limb. The physician decided to implant a 16x24x124 endurant limb which was placed into the existing left 16 mm diameter contralateral stent graft limb and extended to the origin of the hypogastric artery without covering it. The endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.